Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via web and reported that the brush head of the toothbrush came off. No injury was reported.